Event description:
The reporter contacted animas on (B)(6) 2013 reporting that for the past week the up, down and ok buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient stated that the pump and keypad are intact. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn across the up button and the symbols were found to be worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all buttons were intermittently unresponsive. There was contamination under all key contacts and all buttons were found to be inverted. The bolus button was found to be missing. Unrelated to the complaint, the lens was found to be scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.